Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/13/2020. H3 evaluation: received one used drain (only the tubing part of it. About 40 cm long). There is small hole in the distal part of the drain. The trocar¿s side surface might be glued to the drain surface inside the pouch, in such case the drain was damaged upon attempt to separate it from the trocar. The complaint is observed. The batch was produced after the implementation for improvement of the trocar-drain sticking issue; the event forwarded to team for the investigation, will be issued to address. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Was there a reported issue with the reservoir. The voc was that (1) drainage could not be done and (2) blood leaked from the drain. Regaring (1), we (jjkk) were not sure if it was due to the reservoir or the drain. Thus, we'd like the analysis site to investigate both of the reservoir and drain to make sure. Why was it returned? Please see the above answer. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/11/2020 correction: d2, d2b, d3, g1, g2, g5 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Were any anomaly or deficiency noted in the drain during placement? No further information is available. How long after the first activation happened did the issue occured? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Why was the reservoir replaced? Since drainage could not be done and it was found that blood leaked from the drain. If there was an issue with the reservoir, please provide product code and lot number. No further information is available. Was the drain replaced from the patient during the same procedure? Yes. Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee arthroplasty, on an unknown date and drain was used. During surgery after placing the drain, it was found that blood leaked from the drain, so the drain was reinforced but the problem did not get better. The surgery was completed using another drain . Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 9/10/2020.